Event description:
Potential for injury associated with fdx-cg custom power chair where the joystick is not recognizing the controller and displays a message that the cable is damaged on the display. The controller can affect other activities of the power chair and the user can potentially be left stranded.